Event description:
Affiliate reported that a pt presented for repair of a recurrent hernia at the edge of a previously implanted mesh. Dense adhesions all over a previously implanted mesh were observed. The adhesions were lysed with sharp dissection and cautery in order to effectuate the repair.